Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms during testing however, the formatted history file confirmed software error detected and the motor arm cannot communicate with the main arm alarms due to a software error. Pump was programmed with test guardian 3 link and a test plug. Pump was able to locate and connect to sensor. The pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor(u1).

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failures and the buttons were stuck. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had sensor issues and battery issues on the insulin pump. The customer was able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.